Event description:
Discordant immulite 1000 ckmb results were generated on one patient sample. The laboratory diluted the sample, reran it and then ran it again on a different system (advia centaur) - with conflicting results. There was no known report of treatment given or withheld based on the discordant ckmb results.

Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 1000 instrument data. Analysis of the instrument data indicates that the cause for the discordant ckmb result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.